Manufacturer narrative:
The recharger was returned for analysis; analysis result: "complaint unverified. (B)(4).

Event description:
It was reported that the stimulation had turned off twice on its own. The patient programmer verified that the stimulation was off upon synchronization. When the stimulation was at approximately 3/4 full, the stimulation turned off until three hours later. This had occurred four times in the past three months. Patient was also charging more than expected; now every four days previously every 8-10 days. Patient reported no fails or trauma and received good therapy when stimulation was on. Additional information has been requested, a follow-up report will be sent if additional information becomes available.